Event description:
It was reported the implantable cardioverter defibrillator (ICD) was implanted and leads connected. An r-wave could be measured; however, lead impedance could not measured. A messaged was displayed on programmer screen and read, "some lead measurement were not taken, to measure again, select start measurement." Consequently, this device was explanted, and a new device was implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.